Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 03/02/2016 medical records received. Medical records reviewed for MDR reportability. Medical records were for hip dislocation with closed reduction in (B)(6) 2014. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 18, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/28/15 - disc 208 pfs and medical records received. Pfs identified patient height and weight. Patient suffers from pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/4/15.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.